Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, and there was apparent explant damage. (B)(4): the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at implant attempt, two different leads were observed to be fractured. The leads were not used. No patient complications have been reported as a result of this event.